Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. The cause of death was provided as: cardio pulmonary arrest and coronary artery disease. Additional information received noted that two months prior to the patient¿s death a computerized tomography scan was performed and noted enlargement of the left thyroid with tracheal deviation and a left adrenal mass. Also noted were multiple hypodense lesions in the liver suspicious for metastasis. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode. This patient was confirmed to be programmed to a pacing mode susceptible to the described advisory issue.